Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 05-june-2024, it was reported by the patient that infusions set fell off within 6 hours of use. No further information was available.